Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included gallbladder removal, breast tenderness, weight decreased, uterine fibroids, general body pain, acne, mood disorder, uterine leiomyoma and irregular menstrual cycle. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2013, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression / psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain, bladder disorder, urinary tract disorder, hot flush, mood swings, depression, anxiety, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, hot flush, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Lot number: 919017 manufacture date: 2011-10 expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality-safety evaluation of ptc. Event psych injury was clubbed with event depression. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included gallbladder removal, breast tenderness, weight decreased, uterine fibroids, general body pain, acne, mood disorder, uterine leiomyoma and irregular menstrual cycle. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2013, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain, psychological trauma, bladder disorder, urinary tract disorder, hot flush, mood swings, depression, anxiety, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, hot flush, menorrhagia, migraine, mood swings, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 13-feb-2020: plaintiff fact sheet and medical records received. Lot number added. Device category changed from device other event to incident. Events added from pfs- hormonal changes describe: hot flashes & mood swings, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, weight gain / loss specify which one: weight gain, did not undergo confirmation test. Reporter information, aka name, concomitant drug, medical history were added. Onset date of event pelvic pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.